Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10 visual examination of the returned product identified both liners have scratches and gouges to the i.d., top flat, and o.d. Surfaces. No other damage was noted during visual evaluation. Where measured, the liners were conforming to specifications. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided. Review of the available records identified the following: an initial left tha was performed. Trialing was successful without difficulty. When attempting to place the liner, it would not seat. This caused the cup to become dislodged, so a new cup was placed after additional reaming. The liner would not seat again after multiple attempts. Dual mobility was then placed without difficulty. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: unk screws; cat: 110010249 lot: 7024716 g7 osseoti 4 hole shell. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the cup was implanted with three screws. A liner was attempted to be implanted and would not mate with the cup. A second liner was opened and also would not mate with the cup. Trying to place the liner resulted in the cup losing fixation. The shell and screws were removed and a second, larger cup was implanted. The liner would still not mate with the cup. A third liner was able to be implanted into the second cup. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.